Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp edge broken/opening in the shell with stress marks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening, and two sharp edge openings in the shell with stress marks in the side radius assessed as surgical impact opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.